Manufacturer narrative:
The returned sample was visually inspected and no obvious defects were detected. The bar code was present and appeared readable. The ball in the drip chamber check valve moved freely per specification. The sample was tested on a console with a current version of software. The sample primed and tuned with handpiece successfully. No message codes were generated during testing and no fluid leaks, air leaks or occlusions were observed in the fms or tubing manifolds. The irrigation and aspiration flow rates as well as max vacuum were measured and found to be within specification. The sample passed functionality testing. This is the first complaint reported for this lot. Review of the DHR indicates the order was built to specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 22, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the customer's complaint is not known; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during four different surgeries, (B)(6) pressure occurred. Irrigation did not proceed and the irrigation solution bag collapsed. During aspiration, a 2mmhg pressure was observed. Additional information has been requested.